Event description:
The customer reported via phone call that the insulin pump is being held together with rubber bands. Customer was reporting 1 to 2 week battery life and no delivery alarms. Customer stated that the pump is functioning fine. Customer stated that the case is loose. Customer has dropped the pump a couple of times over 5 years. Customer stated that she dropped the pump 2 or 3 times. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.